Event description:
A patient reported blood glucose results of 129 mg/dl, 82 mg/dl and 164 mg/dl with a lifescan meter, performed within 10 minutes of 10 minutes of each other. Meter and test strips were replaced.